Event description:
It was reported that intima-ii y 22gax1.00in prn/ec slm leaked. The following information was provided by the initial reporter: "the patient was hospitalized at 20:55 on (B)(6)2020 due to "7+ months of menopause, red for (B)(4) hours". After admission, ritodrine was given to inhibit contractions by intravenous drip. Removal and replacement of indwelling needle puncture resulted in secondary puncture pain"

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9169529. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 22gax1.00in prn/ec slm leaked. The following information was provided by the initial reporter: "the patient was hospitalized at 20:55 on (B)(6) 2020 due to "7+ months of menopause, red for 5 hours". After admission, ritodrine was given to inhibit contractions by intravenous drip. Removal and replacement of indwelling needle puncture resulted in secondary puncture pain".